Event description:
The device was used during a lower anterior resection procedure. Reportedly, the staple line was incomplete and the anvil did not tilt. The surgeon manually sutured and performed a colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.